Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the frame is bent on the wheelchair. Provider states it is hard to see in picture, but when unfolding chair left side bar doesn't set in place. No additional information provided.